Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that boston scientific technical services (ts) was contacted to review a lead safety switch (lss) that occurred. Ts saw a switch from a bipolar to unipolar configuration due to a high, out-of-range pace impedance measurement of 2076 ohms on the right ventricular (rv) lead. Also noted was some small baseline noise on the rv channel, which was not oversensed. Programming options were discussed, and the device was reprogrammed to a unipolar pace, bipolar sense configuration for the rv lead. The device and leads remain in service. No adverse patient effects were reported.